Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 109 units of insulin during the load sequence. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer reverted to manual injections for insulin therapy.